Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv2.5 device ruptured during filling. The device was filled with cytostatica. There is no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, per the customer. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample or additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.